Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired due to insect infestation. The device was returned unrepaired.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The manufacturer found evidence of insect infestation in the device and physical damage consistent with being dropped. The internal battery and power management board need replaced to address the issue.